Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Upon evaluation, the photo showed holes in the tubing. A visual inspection was also performed on 10 retained samples; no defects associated with damaged tubing were detected. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, six (6) units exhibited holes in the tubing, causing blood leakage, requiring recollection in two (2) instances. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, six (6) units exhibited holes in the tubing, causing blood leakage, requiring recollection in two (2) instances. No adverse impact was reported regarding the patient or user.